Event description:
The following has been reported: "the patient was infused with a high-potency drug, the agilia gave a pressure alarm, the syringe plunger was in the end position, and there was no pre-alarm either. Cause: the basic syringe configuration (not changeable by the user) was set to injectomat 50ml instead of braun ops 50ml. My assumption (but I cannot prove this) is that after a repair at fresenius service, the pump was not reset to the braun ops 50ml standard at our facility. Agilia sp mc configured to syringe type injectomat 50ml, a bbm 50ml ops syringe (standard in our clinic) inserted. Injectomat 50ml is displayed for approximately one second after the self-test*, then further entries are possible. If 50ml is entered, the device displays a runtime of 01:30 hours instead of 01:00. The perfusor delivers until the syringe is empty and then drives occlusion alarm at a remaining time of circa 00:10 hours, this is of course fatal for highly effective drugs." Additional information of the customer: "the patient had not experienced any worsening of his condition as a result. However, he was independently of a final condition and passed away. But as written, not by the event described. But although they were very routine and experienced colleagues in nursing, they were extremely worried about the behavior of the syringe pump and "did not want to imagine", how it could have gone." Reporting due to the referenced issues as a conservative measure. Although the patient expired, the customer informed fresenius kabi that it was not due to the device issue that was experienced. More information is needed to complete the investigation.